Event description:
It was reported the patient experienced chest pain at the end of the device implant procedure while still on the operating table. The chest pains were substernal. The electrocardiogram showed the st segment was elevated. Laboratory work ruled out myocardial infarction. A nuclear stress evaluation was normal for left ventricular systolic function and negative for ischemia. It was also noted that telemetry monitoring was unremarkable. The patient was treated for chest pain per hospital protocol. Hospital protocol included aspirin, nitroglycerin and oxygen therapy. The event was noted as resolved without sequelae and not related to the device or therapy and related to the implant procedure. The event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the implant of the device was actually implanted on (B)(6) 2014.